Event description:
It is reported that the device was implanted in 2001. In 2007, the device was revised due to wear.

Manufacturer narrative:
This report will be amended when our investigation is completed.